Event description:
It was reported that the patient felt the implantable neurostimulator (ins) got hot about one month prior to the report, and the patient mentioned it to the healthcare provider (hcp). The ins felt very warm. The patient started to have severe pain in their back and abdomen about 3 weeks prior to the report. The patient tried to recharge two weeks now but noted the ins would not take a charge. The patient had an hcp appointment the day after the report. It was later reported that the patient could not connect with the recharger or patient programmer. The patient was seeing the reposition antenna screen on the implantable neurostimulator recharger (insr) and poor communication on the patient programmer. Information regarding cause of event and patient outcome have been requested which was not reported. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID: 977a290, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 977a290, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).